Event description:
During an egd procedure the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced thru the endoscope into the pt's stomach. After the three pronged clip was deployed and compressed in a closed position it detached. The physician did not retrieve the clip. Post procedure the pt's condition was good. The device was not returned for evaluation, the co is unable to conduct a full investigation. A sample test from the same lot was unable to be conducted, as all devices have been previously distributed. The co was unable to determine a cause for this incident because the device was unavailable for evaluation. The co has therefore, notified the appropriate personnel for further internal investigation. Prior to distribution, all tri-clip devices are subjected to a visual inspection to ensure integrity of the devices.